Event description:
This complaint was reported by a customer from the UK. Leakage issue.

Manufacturer narrative:
This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k141834.

Event description:
This complaint was reported by a customer from the UK. Leakage issue.

Event description:
This complaint was reported by a customer from the UK. Leakage issue.